Manufacturer narrative:
An authorized service personnel (asp) was dispatched to the customer site. The device passed all performance verification testing. There were no ECG strips saved from this event by the customer for review by philips. Note that the heartstart xl IFU states that the absence of a muscular response to attempted shocks is not a reliable indicator of the delivery of energy. After passing all performance assurance testing the device was placed back in service. The customer was advised to apply electro gel to the paddles before placing the paddles on a patient for delivery of therapy. Philips cannot conclude there was a malfunction of the device as proper paddle usage was not adhered to at the time of device usage. Philips is unable to rule out a malfunction as there were no ECG strips for review. There is no indication of a systemic problem; no further investigation or action is warranted. The reported issue was traced to the customer not following proper device procedure by applying gel to the paddles before placing on the patient, however, in this case, the patient had already expired prior to device usage. The event strip has been lost and is unavailable for evaluation. The date of the reported event is not available.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested.

Event description:
It was reported to philips that the device "is not operational". The customer reported that the "patient was not vibrated " in response to shock attempts. It was reported that the users did not apply conductive gel when attempting shocks with the external paddles. The involved patient was reported as "dead". It is unknown whether this was a witnessed cardiac arrest and the down time prior to the start of resuscitation efforts is unknown. There was no allegation that the device was related to the patient outcome. However, philips has requested additional information about the relationship between the device and outcome.